Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with a pump reset, which resolved the issue. The support team advised the customer to wait 20 minutes before starting a new sensor session, and the customer understood and acknowledged this guidance.